Event description:
Pt presented to the surgeon in 2013 complaining of increasing pain to previously operated knee. Surgeon revised knee on (B)(6) 2014 for increasing pain due to loose femoral component. Ref imp # (B)(4).

Manufacturer narrative:
Batch review: evolis cemented femoral component size 2 right: code 3031.202d / lot p02-3653 ((B)(4) stems produced). All parameters were found to be in accordance with the specs valid at the time of mfg; all the items belonging to this lot have been already sold and one similar incidents have been reported. On the basis of the data collected, the problem occurred is highly likely not device related.